Manufacturer narrative:
Fisher and paykel healthcare has raised an inquiry into the circumstances surrounding the event as reported. Currently we are in the process of obtaining pertinent information in order to assist with the analysis and identification of a possible root cause of the event as described. We are still collating relevant information at this stage of our investigation. We will provide a follow-up report following the completion of our analysis.

Event description:
A hospital reported to a fisher and paykel healthcare ('fph') neonatal product manager that a number of patients who were placed under cosycot infant warmers ('the warmer/s') developed a very red, dry appearance similar to a sunburn. Fph sought clarification with the hospital but was unable to obtain specific details pertaining to individual patients and/or events. However, the hospital further reported the following: in all but one patient, the patients' core body temperature was normal. Only in one instance, the patient's core body temperature was slightly higher. Hospital staff responded by lowering the temperature setting on the warmer. All the infant patients were eventually discharged except for one. This particular patient was relocated to another hospital because he/she was unwell, not because of the redness. As a matter of routine, the warmer temperature settings are set at 36.5 degrees celsius.